Manufacturer narrative:
This report was originally submitted on aug 06, 2020 with MFR report number 3011483489-2020-00003 with a subsequent addendum on september 3, 2020. It was discovered that the original submission nor the supplement successfully made it through the electronic checks of the emdr system. The submission combined with its supplemental information is being resubmitted. A CAPA has been opened to address the submission of the electronic files.

Event description:
Patient was operated on for one level posterior cervical spinal fusion. Patient experienced excessive wound drainage at surgery site. At two week follow-up visit, incision was reopened and some nanobone bone graft appeared to have migrated from the implantation site to beneath the skin. Specimen taken from surgery site showed infection, organism not identified. Incision was washed out, then closed and wound drainage resolved.